Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient had a loss of therapeutic effect and was having therapy related problems. Since implant the patient's symptoms were relieved and on (B)(6) 2013 their symptoms started to come back. The patient initially had about 90 percent improvement and now didn't even have 50 percent. The patient also felt discomfort in the rear end which was on and off, but now is getting to be more apparent. The patient tried to raise stimulation to see if that would help, but the rear end pain was getting worse. The patient was at program 1 at 2.4v on (B)(6) 2013 and changed to program 2 at 1.5v and it was comfortable. The patient was going to see their health care provider (hcp) on (B)(6) 2013. The patient was on program 2 at 1.6v on (B)(6) 2013 and was getting good symptom relief during the day, but not at night. The patient felt it more toward their rectum and felt like they needed to have a bowel movement even though they didn't. The patient switched to program 3 at 2.4v and felt it more in the bicycle seat area. The patient was aware they could turn stimulation up at night if they needed more stimulation. The patient was not aware the stimulation would be in their rectum and they didn't like that. The patient still had concerns on (B)(6) 2013 and was meeting with their hcp on (B)(6) 2013. The patient had a return of symptoms on (B)(6) 2013. The patient had no falls, trauma, or new activities, but they did sit all day, at least 90 percent, on the day before. The patient was very unhappy about the loss of symptom control. The patient had no stimulation sensation on (B)(6) 2013. The patient only felt stimulation for the first minute or so after they increased the amplitude. The patient had a leak and wanted to increase stimulation. The patient was able to increase stimulation from 3.5 to 3.7. The patient was not able to adjust stimulation with the antenna attached. The patient was able to sync with the antenna attached but they were not able to increase stimulation. The patient detached the antenna and was successful in increasing stimulation with the patient programmer directly over their skin. The patient did not think their implantable neurostimulator (ins) was working. The patient started having problems on (B)(6) 2013 and had been having "more and more accidents." The patient was using program 4 at 3.9v. The patient switched to program 1 and decreased from 2.4 v to 1.8 v because it was too strong. The patient had a "miserable" weekend because her ins was not working well for them. The patient was going to see their hcp either that friday or the next. The patient was having to wear a diaper at night. The patient's stimulator was not working and they didn't make it to the bathroom. The patient experienced a loss or change in therapy, their urgency symptoms came back, and they were getting up once an hour at night. The patient went in to see their health care provider (hcp) for programming adjustments with the manufacturer representative. The patient had an adjustment in (B)(6) 2014 and went home, it did not help, so the patient made some changes themselves and that worked for a while. During one of the hcp's visits over a year ago, the hcp said the patient had a broken wire. The patient did not feel stimulation and the therapy was on. The patient increased the amplitude and did not feel stimulation. The patient had radiation therapy and foot surgery 4 to 5 months ago that could be related to the issue. The patient also had a fall maybe 4 to 5 months ago that could also be related to the issue. The patient was on program 3 at 2.2v and wanted to try program 4. The patient felt stimulation in the right buttock area on programs 4, 1, and 2. The patient went back to program 3 at 3.6v and it was comfortable and they wanted to try it there. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.